Event description:
It was reported that the pulse generator exhibited backup vvi operation while still in box. The device was not implanted. No patient was involved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis found the device was in backup vvi operation. This might have resulted due to an integrated circuit sensitive to exposure to low temperature.